Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebu2262 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the nurse was having trouble placing the PICC, she stated it did not "feel normal", the wire was removed. The nurse was not sure how long the wire should be. The patient was sent to ir and it was found that the wire broke and the tip was left in the patient. The wire was removed in tact with no harm to the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the 3cg stylet was confirmed and the cause appears to be related to use of the device. The distal segment of a 3cg stylet, which consisted of the polyimide tubing and magnets, was returned for investigation. The polyimide tubing wire exhibited a curved shape since it had been kinked between magnets. The polyimide tubing was fractured 4.1cm from the distal tip of the stylet. 15 magnets were visible in the returned segment of polyimide tubing. The proximal end of a magnet was protruding less than ½ mm from the proximal end of the returned polyimide tubing. The proximal end of the core wire was observed within the polyimide tubing. This type of damage can occur when the polyimide tubing is kinked and flexed against the magnets. The powerpicc solo IFU states, ¿avoid sharp or acute angles during implantation.¿ the IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of rebu2262 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the nurse was having trouble placing the PICC, she stated it did not "feel normal", the wire was removed. The nurse was not sure how long the wire should be. The patient was sent to ir and it was found that the wire broke and the tip was left in the patient. The wire was removed in tact with no harm to the patient.